Event description:
It was reported the gauge needle for the depth gauge for 2.0mm and 2.4mm screws has completely broken off from the rest of the instrument. Complaint issue was discovered pre-operatively, no patient involvement due to complaint issues being discovered outside of the operating room. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant/explant date: device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the gauge needle was broken. The repair technician reported the sleeve was missing. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation. A product development evaluation was completed: the depth gauge was returned with all parts except the protective sleeve for the metal needle. The product showed minor signs of wear and tear on the exterior. The returned depth gauge (lot 4963259) was manufactured on march 2005 and is approximately 10 years old. The needle was not returned since based on the returned body it is evident that the needle (part number 319.006.3) was sheared off, which was discovered pre-operatively. Additionally, to further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the nose piece and protects the needle when not in use. It cannot be determined if it was used as recommended. The true root cause for this complaint is unknown. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.